Event description:
It was reported that the pump did not deliver the correct amount of insulin as intended. Customer's blood glucose (bg) ranged between 60-234mg/dl. Tandem technical support performed a pump system check and found that the pump functioned as intended, however, customer maintained that the pump did not deliver insulin as intended. Reportedly the customer continued to use the pump for insulin therapy.